Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient had difficulty charging their implantable neurostimulator (ins). Specifically, the patient stated that the stimulation "went off" last night and now had problems charging with difficulty maintaining the antenna over the ins. The patient got 0-2 coupling boxes and had bandages present at the ins pocket site which could be hindering communication. Recharging best practices were reviewed with the patient and then a recharging session was attempted but a poor coupling screen was noted. Repositioning the antenna did not resolve the issue. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2015 to take off the bandages. In the meantime, the patient was going to keep trying to reposition the antenna and recharge. There were no patient symptoms reported in the event. The indication for use for the implanted device was noted as spinal pain. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Follow up information received from the patient confirmed that they had tried to recharge the ins while bandages were on from the implant surgery. The patient stated that they are not having problems now. If additional information is received, a follow up report will be sent.